Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and deliver accuracy test at 0.08705 inches. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. No rewind anomaly noted during testing. The pump history file/traces download was successful using thus. No pump error alarms on the downloaded history file noted. However, the alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm were recorded and found in the downloaded history files on (B)(6) 2021 07:14:35.000 alarm alert notification, (B)(6) 2021 07:24:00.000 alarm alert notification and (B)(6) 2021 07:25:22.000 alarm alert cleared, problem isolated on the motor assembly. The force sensor zero offset measured (22.5 mv) and within spec range. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump getting lot of rewind request. The customer stated required rewind due to insulin pump error and self test was complete. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.